Manufacturer narrative:
E1. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the bd autoshield¿ duo pen needle was difficult to operate. The following information was provided by the initial reporter: consumer concern from this pir - customer received bd autoshield duo pen needles and they did not include written instructions. There are pictures instructions, but the customer indicates they are difficult to use. The customer feels that the device itself is overly complicated to use. No adverse events or serious injuries reported.